Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. The device evaluation was not able to reproduce the reported device charging failure and the device was performing to specifications. Review of the device logs revealed a failure indicating the charger was not on, however, the device was able to charge after a device restart. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device charging failure was most likely due to a software issue. The device was serviced, calibrated, and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.